Event description:
It was reported that on (B)(6) 2020, a 21mm trifecta gt valve was implanted during an aortic valve replacement. The patient's native valve measurements were approximately 21mm in diameter. It was also reported that during a follow-up echocardiography on (B)(6) 2022, there were no issues reported. It was then reported on an unknown date, the patient presented with acute heart failure, pulmonary hypertension, severe aortic regurgitation, moderate mitral regurgitation, and moderate tricuspid regurgitation. On (B)(6) 2023, structural valve deterioration (svd) was confirmed via echocardiography showing a tear on the left coronary cusp and three commissures (stent posts) were attached to the aortic wall. A decision was made to perform an emergency surgical procedure to explant the valve and replace with a 21mm non-abbott valve. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to aortic regurgitation and torn cusp was reported. The investigation found that leaflet 2 was torn and folded. There was fibrous pannus ingrowth on the inflow surface with narrowing of inflow diameter. There was no inflammation or significant calcifications. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In addition, the pannus noted could have increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.